Event description:
Home pt (hp) reports leak after transfer set disconnected from pt line of homechoice set during apd treatment. Hp ended treatment and did a manual exchange with assistance from baxter technician. Per hp, rn was notified the following day, with no pt injury or medical intervention required as a result of incident.